Event description:
A 39 year-old female consumer reported that she underwent injections of restylane in february 2004 into the bilateral nasolabial folds. Approximately 2-3 days later (february 2004_, she developed swelling and "white spots" the size of a pinhead on each side of her face. The patient followed up with the injecting physician who stated, "the symptoms would eventually resolve". After numerous attempts to follow up with the injecting physician, the consumer consulted a second dermatologist who told her "the symptoms were a result of the product being applied too superficially" and recommended massaging the area. The consumer indicated that she massaged the area for 4 months with no results. The consumer was calling seeking treatment advice as symptoms continue. In january 2006, follow-up was received from the injecting physician who stated that the patient was seen approximately 4 months ago (september 2005) and indicated that in her view that patient did not have any white spots on either side of the face. The injecting physician also stated, "that if the product had been applied superfically, it would have resulted in bluish discoloration instead fo the white spots.

Event description:
A consumer reported that she underwent injections of restylane in 2004 into the bilateral nasolabial folds. Approximately 2 - 3 days later, she developed swelling and "white spots" the size of a pinhead on each side of her face. The pt followed up with the injecting physician who stated, "the symptoms would eventually resolve." After numerous attempts to follow up with the injecting physician, the consumer consulted a second dermatologist who told her "the symptoms were a result of the product being applied too superficially" and recommended massaging the area. The consumer indicated that she massaged the area for 4 months with no result. The consumer was calling seeking treatment advice as symptoms continue. The restylane lot # and expiration date were not reported. No further information is expected. Sponsor comment: the event described by the consumer are described in the labeling, but given their persistence up to 22 months post-implant they are assessed as unexpected.